Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient had not been able to find a healthcare provider (hcp) to fill the pump, and it was dry. The type of medication being delivered by the pump was not specified; however, the therapy was noted to be intrathecal drug delivery for chronic pain. No patient symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.